Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The deice history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006530 64631093 bone scr 6.5x30 self-tap; 00625006560 77002956 bone scr 6.5x60 self-tap; 00625006530 64609715 bone scr 6.5x30 self-tap; 00625006525 64628403 bone scr 6.5x25 self-tap; 00625006525 64574202 bone scr 6.5x25 self-tap; 00625006520 63024369 bone scr 6.5x20 self-tap; 00625006560 j6610267 bone scr 6.5x60 self-tap; 11-363664 156930 36mm cocr mod hd +6mm; 010000985 6588444 g7 freedom const e1 lnr 36mm g; 11-107018 935400 freedom constr hd 36mm t1 std; 110010267 6725624 g7 osseoti multihole 58mm g; 00236901435 3.5 mm locking screw 14 mm length; 00236902035 3.5 mm locking screw 20 mm length; 00236903035 3.5 mm locking screw 30 mm length; 00236020527 drill standard 2.7 mm diameter. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00013, 0002648920-2022-00014, 0002648920-2022-00015, 0002648920-2022-00016, 0002648920-2022-00017, 0001822565-2022-00138.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient underwent revision approximately 18 months post implantation due to implant loosening. Additional information on the reported event is unavailable.